Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a highly myopic patient underwent bilateral lasik, and alter had unexplained regression in one eye. A retreatment has been performed. Additional info has been requested.